Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported the eye tracker was lost at 31% complete. The patient was able to be moved around and treatment was completed.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During an onsite visit the fse (field service engineer) could not confirm or replicate reported event. The fse realigned the pod, and performed system verification as per sir (service installation record). Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).